Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer was unable to perform troubleshooting. Customer reverted to manual injections for insulin therapy, and stated blood glucose levels are still elevated (300-500 mg/dl) while using manual injections. Customer stated he is not delivery insulin injection properly before he consumes food.